Manufacturer narrative:
Common name: mpb catheter, hemodialysis, non-implanted. Product code: mpb. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the cook turbo-flo hd hemodialysis catheter was successfully placed, but the physician experienced difficulty when attempting to remove the wire. The physician had to use force when removing the wire which resulted in untangling of the wire. The catheter was removed and another puncture of the subclavian vein was required to insert a new vascular catheter. No sections of the device remained inside of the patient's body as a result of the product problem, and there was no other patient impact reported.